Event description:
The customer reported that while running a high blood cholesterol assay, summit sample handler did not pipette sample or control in well position a2 and did not give an error message. An ortho field service engineer was dispatched, all plunger and tip clamps were cleaned, plunger clamp and tip replaced in position 2. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-02467-05. Although the complaint was documented on 05/18/2000, the actual event occurred on 12-24-1999. The work order was inadvertently misplaced and was discovered during a work order review.